Manufacturer narrative:
Pending investigation. D10: (B)(6) - 300-01-07 - equinoxe, humeral stem primary, press fit 7mm. (B)(6) - 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) - 300-20-02 - equinox square. Torque define screw drive kit. (B)(6) - 310-01-41 - equinoxe, humeral head short, 41mm (alpha). (B)(6) - 314-13-02 - equinoxe cage glenoid small, alpha. (B)(6) - 315-35-00 - glnd kwire.

Event description:
As reported, approximately 2 months and 2 days post the initial atsa, the patient was revised with an antibiotic spacer. The spacer was replaced with reverse shoulder components on (B)(6) 2016. No other information reported.